Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attempt interrogation, the pulse generator could not be interrogated. The device was attempted to be interrogated in a different room and same issue resulted. On (B)(6) 2016, the device was explanted and replaced. The patient was fine post operation.